Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) with brownout reset events internally logged (event 19 and event 23) due to a temporary drop in the source voltage. The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was de-cased and during visual inspection it was observed that the battery along with some test points to be contaminated. The returned battery was measured to be within specification. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. Contamination issue did not affect the sensors functionality to record accurate readings. Therefore, the readings issue is not confirmed.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.